Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Surgeon reported: "stryker screwdrivers should be declared in material vigilance for axsos equipment. Both the handle screwdrivers and the ao quick-release screwdrivers break when removing some screws that are too tight and it is impossible to remove the screws without destroying the screw head. A patient from northern france was entrusted to me for an equipment removal, the surgeon had broken the only axsos screwdriver he had. When I removed this patient's equipment, I broke 2 screwdrivers myself about a month ago. For this last intervention yesterday, I broke 3 screwdrivers of the same brand for the same type of material device. The fact of having destroyed the screw heads to remove the material lengthens the operating time so the risk of infection becomes major, multiple metallic foreign bodies are scattered, while with stronger screwdrivers there would be no particular problem".